Event description:
It was reported that when therapy was on for three years they did not think it provided much therapy and did not feel it. However, since therapy had been off for five months they noticed a difference in symptoms and seemed to be getting worse. Additional information received reported that there was a shocking or jolting sensation. The patient stated that an electrical shock zapped their device off. It was noted that it had been multiple months since it was on. Additional information was requested but was not available at the date of this report.

Manufacturer narrative:
Concomitant: product ID 37642, serial# (B)(4), product type programmer, patient product ID 748240, serial# (B)(4), implanted: 2002-(B)(6), product type extension, product ID 3387-40, lot# j0217197v, implanted: 2002-(B)(6), product type lead. (B)(4)

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the implantable neurostimulator (ins) battery had been depleted for approximately five months and was not providing the patient with any relief. The patient stated that the health care provider (hcp) was going to move the ins to provide the patient with some relief. It was noted that the patient still had concerns regarding the device or therapy, but was working with a hcp or manufacturing representative.